Manufacturer narrative:
Corrected data: h6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a specimen cup with moisture and residue/ debris on product. Visual inspection found no visible damage with debris on the lens. Claim# (B)(4).

Event description:
A healthcare representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault, glares/haloes and blurred vision. In a separate visit the lens was explanted. On the same day separate surgery a replacement lens of a longer length was implanted and the problem was resolved. The cause of the event was reported as other/unknown. Cause details provided: "despite having a good vault, the lens rotated 90 degrees. I did downsize from the recommended lens due to her wtw, but the vault was within normal limits." It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H11- secondary surgical intervention to remove/replace/reposition the lens and halos/glare is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation/ corrections: h3 - type of investigation code: 10- device evaluation: the lens was returned in a specimen cup with moisture and debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).